Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the device distal end and adhesive damage could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes as damage or deterioration of parts due to wear and tear without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the flex 3d deflectable videoscope had damage to the distal end and broken rubber sheath bonding/adhesive. There was no patient involvement.